Manufacturer narrative:
The insulin pump was received with all buttons working properly no keypad anomaly noted. However, the connector at the lcd board found unlocked on visual inspection. The insulin pump was received with cracked reservoir tube lip and minor scratched display window.

Event description:
The customer's mother reported via phone call that the b button was unresponsive on the insulin pump. The mother stated they were unable to program a bolus due to the button anomaly. Customer's blood glucose was unknown at the time of the call. Troubleshooting found all buttons on the insulin pump was responsive except the b button. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.